Event description:
Outpatient oncology patient at facility to receive fluids. Rn reports while priming IV it was noted to have a slice in it and fluid was leaking out the side. There is a very obvious slice in the tubing. We have noted this defect before and it was found the tubing must have gotten caught in the sealer when the packaging was sealed.